Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for the likely cause lot number and the tracking and trending report review determined that there are no related adverse trends or non-statistical trends identified for the complaint issue. Three retained kits of the affected lot number were tested in a specificity set-up across 3 instruments. All control values and additional replicates of negative control met specifications and the results were in the typical range. The customer data was reviewed, which described the complaint issue and no additional issue was identified. A review of the product labeling concluded that the issue is sufficiently addressed. Additionally, a review for non-conformances and deviations associated with the affected lot number was performed. This review did not identify any non-conformances or deviations. Based on this investigation, it is concluded that the architect havab igg reagent lot is performing acceptably.

Manufacturer narrative:
This report is being filed on an international product, list (B)(4), that has a similar product distributed in the u.s. List (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false reactive architect havab-igg (1.22, 1.16 s/co) on a patient sample that tested vidas-elfa biomerieux total anti-hav (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.